Event description:
Customer reports an employee developed either a fungal or contact dermatitis type rash on the arms while wearing the gown. They stated that "the rash did develop into blisters that were from pin head size". They stated that the employee did receive medical attention receiving treatment with benadryl cream, steroid cream, and steroid packs. Rash becomes better when not wearing the gown. They reported no permanent damage or body impairment to the affected area.